Event description:
It was reported that the cordless driver 3 overheated during testing at the customer account. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional info will be submitted once the device is received and the quality investigation is complete.